Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'possible violation of the integrity of the endoprosthesis on the left' diagnosed with ultrasound. Device was explanted and replaced with a non-allergan device. Record relates to the left side.